Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro device remained activated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Evidence of clinical use and evidence of blood were observed. The silicone insulation on the hot jaw was discolored and charred tissue was visible. An electrical evaluation was conducted. The device failed the pre-cautery test; it self-activated immediately upon connection to the power supply. The switch was examined under microscopy. The switch was activated manually while the device was connected to a power supply. The device self activated and remained energized while the switch was cycled 5 times. On the 6th cycle, the switch operated normally. Based on the results of the evaluation, the reported complaint for "device remained activated/switch" was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).